Event description:
Spacelabs received a report that a patient monitor, model91393, failed to alarm on ventricular tachycardia(v-tach).no one was injured as a result of this event.

Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental reportwhen our evaluation is concluded. Placeholder.

Manufacturer narrative:
The customer stated that a patient monitor failed to alarm on v-tach (ventricular tachycardia) at 3:03 am on (B)(6) 2014. This spacelabs monitor contained the command module model 91496 with software version 2.05.01. The command module processes the patient¿s ECG signal for display on the monitor as well as determines alarm states. V-tach alarms are labeled vrun. Spacelabs sent a field service engineer to evaluate the devices onsite and obtain additional information from the clinical staff. Functional tests were performed on the monitor and module according to the service manual. All tests passed. There were no non-recoverable or fatal errors listed in the error logs for these two devices. We reviewed the full disclosure (ics) database that was provided by the customer. This spacelabs database contains retrospective data for the patient obtained from the real time beside monitor. The (B)(4) database covers a time range of (B)(6) 2014 at 09:42 to (B)(6) 2014 at 09:43 for this patient. During this 72 hours covered by the database, there were 148 high priority alarms including 20 high heart rate alarms and 30 vrun alarms. A compressed waveform printout was provided by the customer from the ics database. The printout shows that the rhythm at 3:03:39 am was paced (heart rate = 90 beats per minute). At 3:03:57 am the qrs morphology changed in response to the pacemaker, but the beats were still paced with the heart rate at 90 beats per minute. The art (arterial pressure) and spo2 waveforms were both unaffected by the ECG change, providing further indication that the rhythm is not v-tach (vrun). An expanded view of the beats during the change in morphology shows that this rhythm does not meet the criteria for the monitor to produce a vrun alarm. The spacelabs clinical parameters operations manual defines the monitor alarm criteria for vrun as: ¿number of consecutive abnormal beats equal to or exceeds the vrun length alarm setting. Also, the rate of the beats in the run must be higher than the vrun bpm set in module configuration manager.¿ the customer provided patient settings of vrun length at 5 and vrun bpm at 60. This means that in order to generate a vrun alarm, there would need to be at least vrun_length of 5 consecutive abnormal beats at a heart rate greater than vrun_bpm of 60. An independent cardiologist reviewed the data in question and determined: ¿not ventricular tachycardia. There is variable intraventricular conduction response to the pacemaker pulse throughout the 72 hour patient record.¿ on the basis of our evaluation, we have concluded that the monitoring system did not malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitor, model 91393, failed to alarm on ventricular tachycardia (v-tach). No one was injured as a result of this event.